Event description:
In 2006 a trauma patient was implanted with an oversized gore tag thoracic endoprosthesis. Two days post implantation, the proximal end of the graft collapsed. In a second procedure, a palmaz balloon-expandable stent was implanted to repair the collapsed graft. The patient tolerated the procedure and is currently recovering from previously sustained injuries.